Event description:
It was reported that the patient presented in clinic after receiving inappropriate therapy due to lead noise. High, out of range pacing lead impedance was observed. The noise was reproducible with pocket manipulation. Lead fracture was suspected. The pace/sense portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.